Event description:
The event is reported as: complaint alleges: "customer alleges that the valve on the belly bag gets stuck and this causes leakage." No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.